Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n171988004, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient's pertinent medical history included chronic pain, atrial fibrillation, diabetes mellitus, hypothyroidism, hypertension, and parkinson's. Concomitant medications the patient was taking included ambien, aspirin, carafate, humulin 70/30, humulin r, levothyroxine, lisinopril, metoprolol tartrate, morphine injections, nexium, novolog mix 70/30, oxycontin, paxil, regfan, sinemet, and xarelto. It was reported the patient's pocket got infected and therefore the pump needed to be removed as it was protruding from her skin. The patient had not been back to the doctor's office since. It was further reported the patient had an abdominal wound and pain. The patient presented to the emergency room (ER) after waking and noticing the area where her pump was placed in her abdomen to be draining fluid. The patient admitted that the pump had been bothering her off and on for a while, noting she had been having pain and the area of the skin around the pump would become very red but eventually the redness went away. Upon arriving to the ER the patient was admitted for infection to the area and would be followed by infectious disease and surgery. It was noted there was a small pin hole in the left lower quadrant with bloody drainage. It was noted there was erosion of the implanted material to the surrounding tissue. The patient was started on intravenous (IV) rocephin. The surgery notes were as follows. The patient's right abdominal wall was prepped and draped in standard fashion after general anesthesia obtained. They used fluoro and a computerized tomography (CT) scan to localize the catheter after it left the pump, on the lateral right abdominal wall. A limited 2 cm incision was made to cut down, cautery brought them to a fairly incorporated catheter with no evidence of infection. It was freed some and elevated in the wound. The distal end heading to the spine was doubly ligated with 2.0 silk ties and cut free after being on some retraction pressure so it returned itself to clear out of the cutdown site proximally the catheter was ligated with one 2.0 silk. Hemostasis insured, the wound closed with 3.0 vicryl subq, 3.0 nylon skin level. Sterile dressing was applied. The next skin incision was made through prior scar with 15 blade, cautery took them to the pump itself. It was easily freed, cutting loose two prolene sutures to do so and withdrawn several centimeters, stretching out the catheter. Eventually the catheter came free, though without the tie, it either slipped off or t here was a small piece of remaining catheter, but at distance from the wound, and the hcp was not particularly concerned. Further, given the catheter length attached to the pump and relatively short distance from the pocket to the original catheter ligation site, the hcp doubted significant retention. Conversely, as the spine surgeon was unfortunately unavailable due to a last second situation, the catheter left in from the lateral abdominal wall to the spine would be removed at a later date if/as necessary. There was no obvious sign of infection there. That was opposed to the thick, infected appearing heavy load of tan and dark maroon gromus that was surrounding the pump in its pocket. The final gross impression was pump pocket infected, catheter not. A culture of pocket, and clean cut down area was sent. Lap pads were used to mechanically debride the pocket to nicely bleeding tissue. Pulse lavage 3 liters performed, complete hemostasis assured. Hydrogen peroxide irrigation to good result. A medium vac sponge, black, trimmed to size, then placed appropriately. The patient tolerated the procedure well and went to the recovery room in stable condition. The final report indicated there was a morphine pump related infection secondary to staph epidermidis with wound dehiscence. The patient was discharged to rehabilitation with wound vac for IV antibiotics after being cleared by infectious disease as well as surgery for discharge. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.